Event description:
It was reported that the ventricular lead exhibited noise. The noise was reproducible through isometrics. The dependent patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.